Manufacturer narrative:
The return catheter is compliant and operating pressure shows no anomalies. The shifted zero value (-11mmhg) is undoubtedly due to an abnormal procedure, but does not explain the problems reported in use.

Event description:
Icp values inconsistent with patient status (indicating negative values) during clinical follow-up, leading to device explantation.

Manufacturer narrative:
Icp values inconsistent with patient status (indicating negative values) during clinical follow-up, leading to device explantation.

Event description:
Icp values inconsistent with patient status (indicating negative values) during clinical follow-up, leading to device explantation